Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with: l5-s1 spondylolisthesis. Status post l5-s1 right sided transforaminal lumbar interbody fusion (tlif) with pseudoarthrosis and fractured l-s1 screw. Back pain and right leg pain secondary to numbers 1 and 2 and underwent the following procedures: removal of tlif cage. L5-s1 anterior lumbar interbody fusion (alif) with interbody cage and the use of rhbmp-2. As per op-notes, ¿in the midst of this, the graft from the patient¿s tlif was identified and was removed without difficulty using a grasper that was designed specifically for the purposes of grasping these cages. After that several different trials were used but ultimately the 12 degree lumbar 12 mm medium interbody graft was chosen and was appropriate in size for this level. In the middle of cage, we placed morselized cancellous bone and bmp.¿ the patient was also pre-operatively diagnosed with back pain and underwent redo anterior fusion of l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.